Event description:
It was reported that there was a false over temp. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
No product information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to a previous repair. Visual inspection of the device was found in good condition. There was no evidence of the reported error in the event history log (ehl). The reported problem was not verified/duplicated; the device reached standard operating temperature, stabilized and over temp functions as intended. The reported issue was due to user error. No fault was found. No action was taken. Device is no longer needed for the loaner pool and will be scrapped. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. The previous service history was reviewed and determined to be unrelated to the current customer reported problem. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.